Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Model was not provided by the complainant, therefore the model/catalog number is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Internal complaint record: (B)(4).

Event description:
It was reported that a novasure endometrial ablation was completed on (B)(6) 2019. Three days later the patient was admitted with a "group b strep cultured in blood and septic arthritis in left clavicle." No pelvic symptoms/uterine infection. The patient received "two weeks IV in hospital and now four weeks IV at home." No additional information was received.